Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the left ventricular exhibited failure to capture. The reported lead was explanted and replaced on (B)(6) 2023. The patient was discharged from the hospital.